Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.

Event description:
The patient contacted lifescan (lfs) on (B)(4) 2012 alleging inaccurate readings on her verio pro meter compared to her one touch ultra meter. The ultra meter displayed a 10.8 mmol/l and the verio meter displayed a 14.8 mmol/l. She claims on (B)(6) 2012 she tested her blood glucose on the ultra and the meter displayed a 4.7 mmol/l and the verio meter displayed a 6 mmol/l. She mentioned that she felt weak and feels that the reading on the ultra is more accurate since she has had that meter for over 5 years she did not seek any medical attention or contact her physician for assistance . She also compared her ultra meter to the lab and noticed that there 1 mmol/l difference. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition and not expired. The product was replaced and requested back. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury based on lfs definition. The patient denied seeking any medical attention. The complaint is being reported since the difference between the meter to other meter comparison was greater than 30 mg/dl (1.7 mmol/l) or 30%.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the meter, test strips, and control solution involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the reported issue was unfounded during investigation of the meter, test strips, and control solution. However, unrelated to the issue, the control solution had counterfeit labels. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.